Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The supplier DHR was not requested as the failure was due to a user error. The root cause of the reported issue is attributed to a user error. The IFU for this device states: device is single use only. Do not attempt to clean or re-sterilize this product. After use, this product may be a potential biohazard. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section d4, h2, h3, h5, h6 and h10.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). Full establishment name - (B)(6). Foreign - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported approximately three (3) weeks ago, that the drill tip broke during surgery. Patient did not experience any harm as a result of this event. Attempts have been made and no further information has been provided.